Manufacturer narrative:
Product complaint # : (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it was sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: bitar c, moberg I, krupic f, wretenberg p, otten v, crnalic s. 11-year outcomes in patients with metal-on-metal asr hip arthroplasty. J orthop. 2022 may 25;32:98-103. Doi: 10.1016/j.jor.2022.05.015. Pmid: 35663448; pmcid: pmc9160402. Objective and methods: the study analyized the long-term revision rate, clinical outcomes and metal ion concentrations in blood over time in patients who had undergone metal-on-metal articular surface replacement (asr) hip arthroplasty. Case 1: male, 63 yr, revised due to osteolysis, pain, and elevated metal ion levels.